Manufacturer narrative:
Review of the box as returned found the implant had also punctured the outer carton, and crushing and/or dropping damage was noted on the same end. The item was manufactured in september of 2010, and has been in transit an unk number of times since being released to the shelf for distribution. Based upon the investigational findings, the damage was caused by the box being subject to a significant impact, possibly during transit. It is likely that the cause of the damage was exposure to hazards outside the normally anticipated distribution environments during transit. Eval codes: the device history records were reviewed for the component, indicating the device was manufactured, inspected, and packaged to specifications.

Event description:
It is reported that upon opening the box, it was discovered that the implant had went through the sterile packaging.